Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing occlusion event on 06-jun-2024. The blood glucose level was displayed high therefore it was treated with correction bolus via pump. No further information was available.